Manufacturer narrative:
Customer returned pump for alleged blank display, battery cap damage, and high bg found on (B)(6) 2021. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and dat at .0867 inches. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. No unexpected power loss alarms/alerts/anomalies noted in history file on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, stained serial number label, and cracked retainer. Pump passes function testing. Blank display not confirmed. Did not receive battery cap with pump, battery cap damage unknown. Unable to confirm alleged high bg. (B)(4).

Event description:
Information received by medtronic indicated that the battery cap fell off. The blood glucose level was 17 mmol/l. The insulin pump will not be returned for analysis.